Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer also stated that the drive support cap was normal and did not received motor position encoder error. Customer was able to complete pump rewind. It was also reported that during bolus insulin pump had motor error. The device will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm due to failed battery test alarm. Motor passed motor test.